Event description:
It was reported that when attempting to lower the unit to load a patient, the unit lowered completely and pinched a nurse's hand causing bruising and a broken nail. Further information was not given.

Manufacturer narrative:
Investigation pending.